Manufacturer narrative:
D9; date returned to mfg; 12/5/2024. One device was returned for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device passed all tests. The customer reported complaint could not be confirmed. Visual inspection did find that the downstream occlusion seal was damaged. The downstream occlusion seal was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was over infusing. No patient involvement.